Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, no vibration on the g5 mobile app occurred. Data was provided for evaluation however will not confirm the issue or determine a probable cause. The complaint confirmation of a no vibration on g5 mobile app could not be determined. A probable cause could not be determined. Additional event or patient information is not available.